Event description:
The reporter contacted animas on (B)(6) 2012 reporting that keypad buttons were not responding correctly and required multiple presses to elicit a response. The reporter confirmed that the keypad rubber was intact. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: keypad appears unremarkable. All of the keypad buttons were intermittently unresponsive. Evaluation revealed contamination present under all button contacts. The display was dim with a red character hue. One battery compartment crack was found from the bumper toward case seal. Submitted battery cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.